Manufacturer narrative:
The pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, screen, battery tube or vibrator. However, the pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have moisture under display screen. Customer reported that buttons were not responding. No delivery was received due to empty reservoir. Customer's blood glucose was 155 mg/dl. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.